Manufacturer narrative:
The investigation did not identify a product problem.

Manufacturer narrative:
The accu-chek inform ii meter (meter 2) serial number was not provided. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation about discrepant glucose results for 1 sample tested on an accu-chek inform ii meter (meter 2) compared to a different accu-chek inform ii meter (meter 1). The nurse tested herself to check the meter. No patient was involved in this event. Initial result: 77 mg/dl (tested on meter 1). This result was assumed to be too low as the nurse had eaten prior to performing the test. The nurse then re-tested on a different meter. Repeat result: 110 mg/dl (tested on meter 2). The repeat result was deemed to be correct. The same vial of strips and the same controls were used on both meters. The controls were reportedly performed on both meters and passed.